Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were not confirmed. User made bolus request without entering current bg level. There were no bolus requests made on (B)(6) 2017. The last bolus request made before (B)(6) 2017 was at 7:25pm on (B)(6) 2017. Basal rate was set at .6 u/hr throughout the entire day on (B)(6) 2017. Complaint could not be confirmed. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (31 mg/dl). Reportedly, the cause for low bg levels was unknown. Customer addressed low bg levels with juice. Recommendation was made to discuss diabetes management with customer's health care professional.